Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a neonate currently in normothermia. The patient temperature on the arctic sun device was reading 34.4c and on the monitor it was reading 36.2c. They have taken an axillary temperature, and it was also reading around 36.2c. Nurse stated that this was the third time they have experienced this issue where the patient temperature was not matching on the device and bedside monitor. Nurse provided s/n (B)(6). Nurse have not received any alerts or alarms. Confirmed they were using a rectal probe. The probe was connected to the device and then they have the temperature out cable from the machine connected to their bedside monitor. The readings from this same probe are different on both. Informed nurse typically if it was a temperature probe issue or the device not registering an accurate patient temperature from the temperature in cable, they would receive an erratic patient temperature alarm. Nurse did not have the connection for the rectal probe to plug directly into the bedside monitor to check the reading directly. Suggested they try a new temperature out cable that goes to the bedside monitor. Informed nurse they could exchange the rectal probe to start fresh and might even try a new temperature in cable to see if that could also affect it. Informed nurse to call back if they continue to have issues.

Event description:
It was reported that the nurse stated that they have a neonate currently in normothermia. The patient temperature on the arctic sun device was reading 34.4c and on the monitor it was reading 36.2c. They have taken an axillary temperature, and it was also reading around 36.2c. Nurse stated that this was the third time they have experienced this issue where the patient temperature was not matching on the device and bedside monitor. Nurse provided s/n (B)(6). Nurse have not received any alerts or alarms. Confirmed they were using a rectal probe. The probe was connected to the device and then they have the temperature out cable from the machine connected to their bedside monitor. The readings from this same probe are different on both. Informed nurse typically if it was a temperature probe issue or the device not registering an accurate patient temperature from the temperature in cable, they would receive an erratic patient temperature alarm. Nurse did not have the connection for the rectal probe to plug directly into the bedside monitor to check the reading directly. Suggested they try a new temperature out cable that goes to the bedside monitor. Informed nurse they could exchange the rectal probe to start fresh and might even try a new temperature in cable to see if that could also affect it. Informed nurse to call back if they continue to have issues. Per follow up information received via task on 10jun2025, transferred to charge nurse who confirmed this device had to be removed from the patient. They had tried two different cables and multiple probes, and they could not get the temperature to register properly. The probes were able to work on their external monitors without issue. The device was picked up by the biomed and the patient was swapped to a second device.

Manufacturer narrative:
Correction: d, g. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. They have taken an axillary temperature, and it was also reading around 36.2c. Nurse stated that this was the third time they have experienced this issue where the patient temperature was not matching on the device and bedside monitor. Nurse provided s/n (B)(6). Nurse have not received any alerts or alarms. Confirmed they were using a rectal probe. The probe was connected to the device and then they have the temperature out cable from the machine connected to their bedside monitor. The readings from this same probe are different on both. Informed nurse typically if it was a temperature probe issue or the device not registering an accurate patient temperature from the temperature in cable, they would receive an erratic patient temperature alarm. Nurse did not have the connection for the rectal probe to plug directly into the bedside monitor to check the reading directly. Suggested they try a new temperature out cable that goes to the bedside monitor. Informed nurse they could exchange the rectal probe to start fresh and might even try a new temperature in cable to see if that could also affect it. Informed nurse to call back if they continue to have issues. Per follow up information received via task on 10jun2025, transferred to charge nurse who confirmed this device had to be removed from the patient. They had tried two different cables and multiple probes, and they could not get the temperature to register properly. The probes were able to work on their external monitors without issue. The device was picked up by the biomed and the patient was swapped to a second device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a neonate currently in normothermia. The patient temperature on the arctic sun device was reading 34.4c and on the monitor it was reading 36.2c. They have taken an axillary temperature, and it was also reading around 36.2c. Nurse stated that this was the third time they have experienced this issue where the patient temperature was not matching on the device and bedside monitor. Nurse provided s/n dyjual014. Nurse have not received any alerts or alarms. Confirmed they were using a rectal probe. The probe was connected to the device and then they have the temperature out cable from the machine connected to their bedside monitor. The readings from this same probe are different on both. Informed nurse typically if it was a temperature probe issue or the device not registering an accurate patient temperature from the temperature in cable, they would receive an erratic patient temperature alarm. Nurse did not have the connection for the rectal probe to plug directly into the bedside monitor to check the reading directly. Suggested they try a new temperature out cable that goes to the bedside monitor. Informed nurse they could exchange the rectal probe to start fresh and might even try a new temperature in cable to see if that could also affect it. Informed nurse to call back if they continue to have issues. Per follow up information received via task on 10jun2025, transferred to charge nurse who confirmed this device had to be removed from the patient. They had tried two different cables and multiple probes, and they could not get the temperature to register properly. The probes were able to work on their external monitors without issue. The device was picked up by the biomed and the patient was swapped to a second device.